Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was no able to be successfully implanted due to helix extensions issues, the lead also exhibited loss of capture, high out of range impedance and noise, all of this issues are attributed to a potential fracture and insulation damage. This lead was successfully replaced. No adverse patient effects were reported.